Event description:
It was reported that during generator repositioning surgery for patient comfort the bovie made contact with the patient's generator causing the generator to show near end of service. The generator was explanted and a new generator was placed.